Manufacturer narrative:
H.6. Investigation: a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Samples for this complaint were sent by the customer; however, sample has been lost during shipment. Should they be located we will re-investigate and respond back to you with the results. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 52 cases of bd luer-lok¿ tip syringes were received "damaged" and "discolored". The following information was provided by the initial reporter: "there was already a discrepancy sent on these 52 cases of syringes and then they came in damaged, discolored and unusable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 52 cases of bd luer-lok¿ tip syringes were received "damaged" and "discolored". The following information was provided by the initial reporter: "there was already a discrepancy sent on these 52 cases of syringes and then they came in damaged, discolored and unusable."